Event description:
A peritoneal dialysis (pd) patient reported that she was unable to complete treatment within two consecutive days due to receiving drain complication/draining slowly messages several times. The patient does know how to perform manual exchanges and does have supplies; however, has not performed any manual exchanges. It was also reported that the patient was hospitalized on 05/10 due to fluid retention in legs and dyspnea. The patient reportedly completed treatments during the hospitalization and was discharged on (B)(6) 2024. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient¿s hospitalization for fluid retention and dyspnea. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s hospitalization and the use of the cycler. Additionally, the patient did not allege that the liberty select cycler caused her fluid retention and dyspnea. The device alarmed appropriately to alert the patient of drain complications and draining slowly. The failure of fluid to drain from the patient can be the result of several issues. Common causes of impaired flow include catheter occlusion from constipation or fibrin clot, catheter kinking or malposition, or adhesions in the peritoneum causing entrapment of the catheter. The patient did not attempt to complete treatment with manual exchanges; therefore, it cannot be confirmed if this was an outflow issue. No clinical troubleshooting was documented to determine what was causing the patient to retain fluid. Based on the limited information provided in the initial call and follow-up with the patient, the liberty select cycler can be excluded as the cause of the patient¿s fluid retention and dyspnea with hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that she was unable to complete treatment within two consecutive days due to receiving drain complication/draining slowly messages several times. The patient does know how to perform manual exchanges and does have supplies; however, has not performed any manual exchanges. It was also reported that the patient was hospitalized on (B)(6) due to fluid retention in legs and dyspnea. The patient reportedly completed treatments during the hospitalization and was discharged on (B)(6) 2024. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.